Event description:
Per the complainant the pt reported a non-delivery of medication (chemotherapy) during a 1-week therapy treatment. The pump appeared to be functioning properly the whole time. Per the complainant there was no injury associated with the event.